Event description:
It was reported that the pump displayed error codes: 45,630 0004 and 45,169 0004. The reported error codes may indicate an issue with the internal system or an operational problem. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation service history review identified no previous repairs in the past 12 months. Visual and functional tests were performed. The customer reported problem was confirmed through the event history log. The probable cause of the reported problem was fluid ingression found on the mainboard and at the bottom of the rear case. The main board was replaced to fix the issue. The device then passed all the functional tests.

Event description:
Update: there was no patient involvement.

Manufacturer narrative:
A1 - patient identifier, a2 - age units (patient), a2 - dob null, a4 - weight units (patient), a5 - ethnicity, a6 - race: updated. B5 - describe event or problem: updated. H3 and h6 codes - updated. Additional information was received stating that there was no patient involvement. This supplemental report will be submitting for the additional information received.